Event description:
It was reported that the ventilator would not power on. It was reported that the ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21/aug/2018. Date received by manufacturer: 17/aug/2018. The field engineer replaced the power management (pm) printed circuit board (pcb), central processing unit (cpu) and power cord to address the issue. The ventilator passed all tests and operated within the manufacturing specifications. The parts were returned for evaluation. The boards were installed in a test unit where it was determined the fault was an electrical short in a flash memory module on the cpu board. Once the short was repaired the parts worked as designed.